Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging that the pump¿s display experienced a pixel color change. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/01/2013with the following findings:investigation found no issues with the display screen. The pump powered on and the display screen was found to be clear legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.